Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection and allergic skin reaction. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (arm) while wearing the pod between 5 and 24 hours. There was redness, about an inch, around the pod adhesive area and a rash, hard lump and discomfort at the infusion site. The patient was visited a local clinic, (B)(6), and was diagnosed with an infection as a probable result of an allergic reaction. The patient was prescribed a seven-day course of unspecified antibiotics.